Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. Therapy had not been working for the patient¿s symptoms. She was not sure when therapy stopped working for her. The patient did not feel stimulation. She thought the implantable neurostimulator (ins) had been off but was not sure for how long. She tried to connect with the patient programmer (pp) but got poor communication with and without the antenna today, (B)(6) 2016. The patient was going to follow up with the doctor to have her battery tested. Additional information received from the patient indicated that they met with a healthcare provider on "(B)(6) 2016" (it is reasonable to suggest that the patient meant (B)(6) 2016), and stimulation was off, "cut off." They had to make sure the stimulation was off because they had to have a MRI. The MRI was needed to check a spot on the brain from cancer. It was indicated that the MRI was not related to the device or therapy. The patient mentioned that it never worked the way it was suppose to, and there was not enough stimulation. It was noted that they decided to have botox injections because "resident medical had not had it done this year."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.